Manufacturer narrative:
The instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci colorectal procedure, the patient experienced bleeding after the patient's tissue was sealed. Reportedly, the surgeon determined that the patient's tissue was not adequately sealed. Recurrence of the reported issue could likely cause or contribute to an adverse event. Per the information provided, there was no harm to the patient as a result of the reported event.

Event description:
It was reported that during a da vinci colorectal procedure, the blade on the endowrist one vessel sealer instrument was exposed. Reportedly, the patient experienced bleeding; however, the bleeding was controlled. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative who initially reported this complaint. According to the csr, he present during the surgical procedure. The csr indicated that the surgeon sealed the patient's mesentery vessels and during the cut cycle the error message blade exposed occurred and it was noted that the patient was bleeding. According to the csr, the instrument was also used to successfully seal other vessels prior to the reported issue; however, it was noted that the tissue affect to those vessels did not appear as pronounced during the sealing cycle; however, there were no issues when the surgeon cut those vessels. According to the csr, during the sealing cycle audible tones were noted and the seal to the patient's vessels was found to be adequate prior to the surgeon cutting them; however, after the patient's vessels were cut, the surgeon determined that the seal was not adequate, causing the bleeding experienced by the patient. The surgeon was able to gain control of the patient's bleeding using a fenestrated bipolar forceps instrument. A replacement endowrist one vessel sealer instrument was installed to complete the surgical task. There was no harm to the patient. According to the csr after some time of use of the replacement endowrist one vessel sealer instrument, after the surgeon had sealed the patient's vessels the error message blade may be exposed occurred. The replacement vessel sealer instrument was removed and a 2nd replacement endowrist one vessel sealer instrument was installed to complete the planned surgical procedure. The csr indicated that during the sealing cycle, audible tones were noted to have occurred and the seal was found to be adequate and there was no bleeding experienced by the patient. According to the csr, the vessels being sealed were not calcified and the patient had not undergone any previous chemotherapy or radiation treatments. The csr indicated that there was no tissue bunching noted and the vessels were approximately 3mm. There is no video recording of the surgical procedure.